Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "1. Test balloons for air leaks and coat the lower parts of the tube and both balloons with a thin coat of lubricating jelly." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported the ICU manager, that the gastrointestinal physician was allegedly unable to inflate 2 out of the 3 samples; however, the 3rd sample operated properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported the ICU manager, that the gastrointestinal physician was allegedly unable to inflate 2 out of the 3 samples; however, the 3rd sample operated properly

Manufacturer narrative:
Received 1 blackmore tube. The reported event was confirmed as use-related. The sample was visually examined and found evidence of what appeared to be ozone damage. Factors which may contribute to this problem are storage in excessive heat or cold, or storage near fluorescent lighting, electric motors or ozone generating equipment (i.e., x-ray equipment). For this reason, latex products should not be stored in close proximity to any of these electrical devices or equipment. Such products should be stored in their original cartons with the end flaps closed, away from direct lighting and extreme temperatures and should be rotated to ensure that the oldest products are used first. It could not attribute the reported condition to a manufacturing-related process. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "1. Test balloons for air leaks and coat the lower parts of the tube and both balloons with a thin coat of lubricating jelly." (B)(4).

Event description:
It was reported by the ICU manager, that the gastrointestinal physician was allegedly unable to inflate 2 out of the 3 samples; however, the 3rd sample operated properly.